Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jul-2018 with the following findings:during investigation, the black box showed no evidence of short battery life; there were multiple ¿cs128-fb88¿ 5v motor post-delivery error alarms observed. The returned battery cap was able to fit. The ¿ez-prime¿ steps were performed correctly and all currents reading were within specification. Unable to duplicate ¿short battery life¿ complaint. Pump¿s cover was removed, further moisture corrosion was found to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump alarmed replace battery each time the new battery was inserted. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.